Event description:
It was reported that the patients implantable pulse generator (ipg) was no longer working as intended. The patient underwent an ipg explant procedure and the patient was doing well postoperatively. The explanted device was not returned due to facility policy.